Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty switch. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during set-up of the device prior to being used on a patient, the device would not discharge. Complainant indicated that there was not patient involvement in the reported malfunction.